Manufacturer narrative:
We received your event description for the above mentioned device. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned data were inspected. The inspection revealed that the device was pacing with 4.8 v in the rv channel as a result of the threshold check. Due to this high pacing amplitude the current consumption was higher than with the programmed 2.4 v, thus leading to the clinical observation. Based on the available data, all therapy functions of the device are normal and as expected. The data did not show any indication of a pacemaker malfunction. Should additional relevant information become available, the investigation will be updated.

Event description:
The representative interrogated the device and a battery error message appeared. We are attempting to gather more information.